Manufacturer narrative:
The device involved in the event was reported as a spiros connector; however, no list number for the device was reported. Therefore, no 510k, procode, UDI and manufacturing date information is available. No additional information is known at this time.

Event description:
It was reported that, on an unknown date, the failure of a spiros connector with an unknown list number led to a chemotherapy drug leak on a patient connected to an ambulatory pump. The spiros was reported to leak from the connection to the IV line. The spiros was reported to be attached and spinning; however, was not in straight alignment and appeared to be tilting slightly diagonal. There was no report of patient harm. No additional information is known at this time.